Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 15 mmol/l. The customer reported that there was a leak on the reservoir of the insulin pump. The leak was reported to be located past the second o-ring of the reservoir. The customer reported that there was fluid in the insulin pump. No additional information was provided.